Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007- patient was implanted with multiple pelvic devices including bard ptfe mesh. The attorney report alleges disability, fistula, nerve damage, severe pain and permanent injury, erosion, infections.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. While the info provided by the attorney was not specific in nature it has been alleged that the patient developed infection and fistula formation, both of which are known possible adverse events listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." We have contacted the initial reporter to request add'l info. Without a lot number a review of the mfg records could not be conducted. Additionally, no sample has been returned for eval. With the currently available info, no conclusion can be drawn. This MDR includes all patient, event, and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.